Event description:
The distributor in (B)(6) reported that while on a pt the ventilator showed a vent inop and transducer fault alarm. The vent was switched out without harm to pt, all alarms were functional.

Manufacturer narrative:
Based on the info provided by the user facility, carefusion tech support determined that the reported event was most likely caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty main board for eval. As of may 14, 2015, the alleged faulty main board has not been received. In addition carefusion has requested add'l info concerning the reported event and pt. As of may 14, 2015, there has been no response from the foreign distributor.

Manufacturer narrative:
The distributor reported that they are not able to provide additional event or patient information. The carefusion failure analysis lab installed the returned main pcba on a unit for testing and the reported issue was duplicated. The reported issue was isolated to a malfunctioning transducer.